Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery in a 980 ventilator was not charging higher than 98 percent. The ventilator was not in use on a patient at the time of the reported event. Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown.